Event description:
It was reported that during a da vinci si procedure, customer noted that the monopolar curved scissor instrument was not cutting. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis placed the instrument on is 3000 system for latex cut rest. The scissors cut cleanly through .006 latex. Blade edges were not damaged. Electrical continuity passed. Additional observation not reported by the site was instrument grip cable was frayed. One grip cable close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. Additional observation not reported by the site was the instrument tube extension had pad printing removed and scratched off. The pad printing damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, pad printing removal found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.